Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the embolization coil was fractured. Based on the reported event, this damage likely resulted from the embolization coil getting stuck on the stent during removal from the patient. If the embolization coil is forcefully retracted against resistance while stuck in a stent, the coil may fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician attempted to advance a smart coil in the aneurysm; however, the physician was unable to place the smart coil completely in the aneurysm and decided to remove the smart coil. Upon retraction, only part of the smart coil was removed, and the other part of the smart coil got caught in the stent and broke off. It was reported that the part of the smart coil that broke off remains securely in place in the patient¿s vessel. It was also reported that the physician did not experience any significant resistance during the procedure. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up # 02 MFR report: 3005168196-2021-00208. 1. Section d. Box 6. If implanted, give date h3 other text : placeholder.